Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to diabetes ketoacidosis and high blood glucose levels. Customer's blood glucose levels at the time of hospitalization 674mg/dl. The customer was wearing the insulin pump at the time of hospitalization. Customer was treated with an intravenous drip. The customer also reported receiving a no delivery alarm as well as a battery out limit alarm. Customer's blood glucose level at the time 115mg/dl. Troubleshooting occurred. No additional information was provided.